Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 02-012-41-4030 - logic tibia traptray cem sz 4f/3t. (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01108. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 64 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, instability and painful left knee. Revision surgery operative notes were provided. Post operative diagnosis noted left total knee arthroplasty loosening. Intraoperatively the surgeon observed the patella button and polyethylene insert well fixed. The femoral component was noted as well fixed and remained attached to the femur, although debonded from the cement. Osteolysis was observed around the femoral component. It was noted the tibial component was significantly loose. No additional information is available.